Event description:
The wire came out from the live coating. Changed to new robotics irrigation. No patient harm. Incident report & returned to intuitive. Rga#, tracking#. Manufacturer response for suction irrigator, (brand not provided) (per site reporter). Issued rga#.